Event description:
It was reported that during a da vinci-assisted surgical procedure that the integrated electrosurgical unit (iesu) or erbe generator was having issues with bipolar energy. The customer replaced the bipolar energy cord and bipolar instrument, but the issue remained. Both bipolar energy ports were having this issue. The intuitive tech support engineer (tse) advised that the customer could restart the erbe and try a third bipolar energy cable. The customer stated that they would try a third cable and then perform a power cycle once the case was over. The customer reportedly proceeded with the case, but how the issue was resolved was not specified.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse the integrated electrosurgical unit (iesu) or erbe to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
The probable root cause of customer reported bipolar is attributed to faulty electrical component inside the erbe generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and was not confirmed using system logs. However, m-11 and c-01 were found indicating issues with the erbe. Errors m-1c and m-32 were also logged in system logs. Fa inspection was unable to confirm or replicate the reported event. The unit was tested on system, and all operations were successful via all ports. There were no errors in erbe logs. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.